Event description:
The customer reported that erroneous/imprecise total human chorionic gonadotropin (tbhcg) results were generated from a unicel dxl800 access immunoassay system for multiple patient samples over multiple days. This report represents the imprecise total human chorionic gonadotropin (tbhcg) results generated on a unicel dxl800 access immunoassay system for one (1) patient on (B)(6) 2012. Beckman coulter inc. Assessment of customer supplied data indicated that the initial bhcg result was elevated and above the normal reference range. Upon repeat on the same instrument the repeat result was lower and within the normal reference range. The initial bhcg result was reported from the laboratory; however, the customer did not report any affect to the patient or user attributed or connected to this event. Tbhcg quality control results were within customer established specifications during the timeframe of this event. The tbhcg sample was collected in a serum tube. The customer did not provide additional system performance information, patient specific information or sample collection/handling information.

Manufacturer narrative:
Service was dispatched to the site however the details of service were not provided. A cause for this event is unknown and could not be determined based on the supplied information. Associated mdrs: 2122870-2012-00523, 2122870-2012-00524, 2122870-2012-00623, 2122870-2012-00624, 2122870-2012-00625, 2122870-2012-00626, 2122870-2012-00627, 2122870-2012-00628.

Manufacturer narrative:
Additional information was received by the manufacturer which indicated that service was dispatched to the site. A definitive date of service is not known. The field service engineer (fse) replaced the reagent pipettors probe tip, wash carousel, wash carousel bearings, mixer gripper (#1, #2, #3), aspiration peristaltic pump head and tubing, and adjusted reagent pipettors ultrasonic and aspiration probes. The fse also calibrated the reagent pipettor pressure sensor, adjusted the mixer gripper position, aligned the aspiration probe bottom reaction vessel plate, and aligned the dispense reaction vessel probe plate. Subsequently all instrument fluidics were primed and a successful system check was performed. The instrument was returned back into operation upon the completion of the repairs. (B)(4).